Event description:
It was reported that during sterile processing, it was discovered that there was a tear on the cord by the hand piece of the motor device. The reported event did not occur during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed on the device which confirmed the reported condition. The assignable root cause was determined to be due to mishandling by using excessive force pulling on the hose. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.